Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred and the patient experienced claudication, reduced blood flow, and vessel occlusion. The patient underwent endovascular therapy (evt) of the 90% stenosed target lesion located in the moderately tortuous and mildly calcified common iliac artery (cia) to external iliac artery (eia). An 8x100x120 epic vascular stent was advanced for treatment using an approach from the upper extremities. However, a residual stenosis was observed at the origin of the cia which was treated with an 8.0x40x135 cm express ld vascular stent and completing the procedure. Fifteen days later, claudication symptoms recurred, and the patient visited the clinic for an outpatient consultation. The evt was therefore re-performed as thrombus occlusion was suspected based on echocardiographic findings. Angiography confirmed that the express ld vascular stent had flattened causing vessel occlusion and obstructed blood flow. After crossing the guidewire into the flattened stent, a 10x40x120 epic vascular stent was implanted from the inside of the express ld stent to confirm expansion. The procedure was completed. 2 weeks later, fluoroscopy revealed that the express ld and 10x40x120 epic vascular stents had also flattened in the same way. However, no recurrence of symptoms was observed at that time.